Event description:
Staff tried to infuse an IV bolus on a secondary tubing, [but the] pump wouldn't pull from secondary tubing - it continued to run primary infusion. The set-up [was] verified with another staff person. The set-up [was] correct. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.